Event description:
It was reported that pump displayed a cartridge change error and caller had repeated difficulty loading multiple new cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic area, removed pump case, and cleaned area as instructed by technical support, then was escalated to advanced support, where troubleshooting was completed and cartridge was successfully loaded onto pump, and no further action was needed.